Manufacturer narrative:
This report is filed on september 25, 2017.

Event description:
Per the clinic, the patient experienced poor performance and intermittency with device use. Reprogramming attempts were made; however the issue could not resolved. Subsequently the device was electively explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.